Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. In addition of the above evaluation, the device's trilogyo2 pm1 kit, exhaust fan assembly, 43micron filter were replaced as regulated by maintenance procedure to prevent failure, which was not related to the malfunction/issue. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. The device's software was uploaded.